Event description:
It was reported that during an embolization treatment procedure, the coil was stuck in the catheter tip while partially deployed. The patient was undergoing treatment of varicocele veins. A 5fr non bsc beacon tip catheter was positioned and intermittent flush was utilized. The 8mm x 40cm .035 interlock 2d coil was advanced into the catheter. When the coil was partially deployed, it became stuck in the tip of the catheter. The physician tried to retract the coil, but it then detached within the catheter. As the coil was still partially deployed, he advanced a couple of different wires to try and push the coil out of the distal end, but was unsuccessful. The catheter was then removed with the coil protruding from the distal end. The procedure was completed with injectable coils. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during an embolization treatment procedure, the coil was stuck in the catheter tip while partially deployed. The patient was undergoing treatment of varicocele veins. A 5fr non bsc beacon tip catheter was positioned and intermittent flush was utilized. The 8mm x 40cm .035 interlock 2d coil was advanced into the catheter. When the coil was partially deployed, it became stuck in the tip of the catheter. The physician tried to retract the coil, but it then detached within the catheter. As the coil was still partially deployed, he advanced a couple of different wires to try and push the coil out of the distal end, but was unsuccessful. The catheter was then removed with the coil protruding from the distal end. The procedure was completed with injectable coils. No further patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed a coil and a delivery wire were returned inside a 5fr 0.038in non bsc catheter; the delivery wire was protruding from the hub and the coil was protruding from the distal end. The coil was covered in dried blood. The delivery wire was found to be kinked proximally at the zap tip and in the middle of the wire. Strong resistance was met attempting to advance the delivery wire through the hub; the catheter was cut to remove the device. A significant amount of dried blood was present in the catheter. The delivery wire was observed to have two zap tips indicating this was not the wire supplied with the coil, but likely another from the reported event. The coil was kinked and stretched and the fiber bundles were covered in blood. The interlocking arm of the main coil was not present; however, weld marks on the coil indicate the arm was previously attached. One fiber bundle detached during analysis due to extensive stretching of the coil. Microscopic inspection revealed the zap tip shape and surface were smooth. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states: ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii selective diagnostic catheter without side flushing holes.¿ ¿the use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device.¿ ¿in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, a continuous flush setup must be used with a 5f imager¿ ii selective diagnostic catheter. This setup helps to minimize friction for the following reasons: reduces retrograde blood flow into the catheter and introducer sheath during coil delivery. Reduces contrast crystal formation and/or thrombosis on the delivery wire and in the guiding catheter and catheter lumens. "Reduces premature coil thrombosis.¿ (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).